Event description:
The lay user / patient contacted lifescan (lfs) on october 12, 2006 alleging that he was seeing the words "2r" on his one touch ultra meter. A medical affairs specialist (mas) spoke to the patient and obtained the following information, the patient mentioned that the meter was dropped in water when he was on a trip to panama in the beginning of october. The patient does not recall the exact date of when the meter got wet. On october 11, 2006, around 9:00 pm, the patient attempted to test and obtained the words "2r" on the meter. Patient confirmed that since the meter had been dropped in the water, segments had been missing on his meter. At the time of testing, he experienced frequent urination, headaches and felt dizzy". He took his set amount of insulin and then went to the ER. In the ER his blood glucose reading was 300 mg/dl and 250 mg/dl and was treated with "IV fluids". He claims he was not treated with insulin in the ER. The patient mentioned he had not been able to test for several days prior to the event due to the "2r" message on his meter; however, still took his set amount insulin. Customer care advocate (cca) sent the patient a replacement meter and control solution. The complaint is being reported because the patient was unable to test while experiencing symptoms due to the "2r" message on the meter that may be related to segments missing from the display following the meter being dropped in water.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.